Manufacturer narrative:
H6 product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex inside the original jar fully submerged in a clear solution. All leaflets were flexible and intact. All leaflet were in the closed position. All commissures appeared intact. There were no gross deformations noted on the frame. The valve was submerged in a warm saline bath, valve frame reset. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. At this point, the valve was recaptured and appeared to retract without issues or anomalies. The valve was then fully deployed; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. No root cause could be determined. Moreover, the cause of the frame expansion issue could not be conclusively determined; however, possible root causes include patient anatomy and dislodgement. Conduction disturbances, such as asystole, are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined from the limited information available. Additionally, paravalvular leak (pvl)can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the limited information available a conclusive root cause could not be determined. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A pre-implant balloon aortic valvuloplasty (bav) was performed. Based on the image review, the probable cause of the infolding was due to misload. Additionally, a conclusive root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0011843466); product type: 0195-heart valves; implant date ; explant date product ID d-evprop23-29 (lot: 0011870611); product type: 0195-heart valves; implant date ; explant date product ID l-evprop34 (lot: 0011800141); product type: 0195-heart valves; implant date ; explant date product ID l-evprop23-29 (lot: 0011924345); product type: 0195-heart valves; implant date ; explant date product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID 23 x 45 crystal balloon ; product type: dilation balloon; product ID 25 x 50 crystal balloon ; product type: dilation balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed with a 23 x 45 non-medtronic balloon (crystal) while being rapid paced. After the pre-dilation, severe aortic insufficiency was present. The valve was loaded and inserted through the femoral artery. During the release of the valve, the valve was not expanding. The patient presented with hypotension and cardiorespiratory arrest. Cardiopulmonary resuscitation (CPR) was performed and a second valve was loaded and successfully deployed. Echocardiogram revealed moderate paravalvular leak (pvl) and there was a need to post dilate the valve with 25 x 50 non-medtronic balloon (crystal). After the post dilation, mild paravalvular leak (pvl) was observed and a mean gradient of 2 millimeters of mercury (mmhg) was observed on echocardiogram. The patient was extubated the following day with discharge scheduled 3 days later. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed with a 23 x 45 non-medtronic balloon (crystal) while being rapid paced. After the pre-dilation, severe aortic insufficiency was present. The vale was loaded and inserted through the femoral artery. During the release of the valve, the valve was not expanding. The patient presented with hypotension and cardiorespiratory arrest. Cardiopulmonary resuscitation (CPR) was performed and a second valve was loaded and successfully deployed. Echocardiogram revealed moderate paravalvular leak (pvl) and there was a need to post dilate the valve with 25 x 50 non-medtronic balloon (crystal). After the post dilation, mild paravalvular leak (pvl) was observed and a mean gradient of 2 millimeters of mercury (mmhg) was observed on echocardiogram. The patient was extubated the following day with discharge scheduled 3 days later. No additional adverse patient effects were reported. Additional information was received that no misload was identified during loading. The infold was noted during the first recapture. The valve was recaptured three times. A procedure delay occurred as a result of the infold. Per the physician, the patient had a bicuspid type 1 valve with fusion of the non-coronary cusp (ncc) and right coronary cusp (rcc) that contributed to the valve infold. Additional information was received that the three recaptures were due to the infold.

Manufacturer narrative:
Updated: a1, b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading. The infold was noted during the first recapture. The valve was recaptured three times. A procedure delay occurred as a result of the infold. Per the physician, the patient had a bicuspid type 1 valve with fusion of the non-coronary cusp (ncc) and right coronary cusp (rcc) that contributed to the valve infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection images was performed and a misload was evident by overlap to node 4. However, a misload was not identified at the time of the event. The provided images indicated that a pre balloon aortic valvuloplasty was performed prior to the valve implant and subsequent significant aortic insufficiency was observed. The misloaded valve was attempted to be implanted resulting in an infold that was visible on the images provided. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. The provided evidence supported that the infolded valve was removed, and a new valve was used for the implant without further issues with infolding. The images indicated that moderate paravalvular leak was noted post implant warranting a post dilatation which improved the leak. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.